Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during preparation, a foreign substance was noticed at the tip of the scepter balloon. The device was not used on the patient.

Event description:
See h10.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6 (summary device evaluation ). Summary device evaluation: the investigation of the returned balloon catheter found a kink at 62cm from the strain relief and the polyimide ring dislodged within the distal end of the balloon, which is consistent with the alleged product issue. However, the polyimide ring is a component of the device and not a foreign object as described in the reported event. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the polyimide ring dislodging, but this condition is consistent with the device experiencing forces over specification due to over inflation. No additional damage to the balloon was found during functional testing.